Event description:
In 2009, the pt's mother reported that the pt was having issues with his infusion sets. She stated that the infusion tubing appears to be thicker than usual. Twenty days prior, the pt woke up sick and he began vomiting. He was taken to the ER and diagnosed with dka. On the day prior to original date, the pt's blood glucose measured 165 mg/dl when he woke up and he changed is infusion site. Three hours later his blood glucose elevated to 219 mg/dl after he had eaten. At 8:03 am his blood glucose measured 519 mg/dl and the mother programmed a bolus of 15.15 units of insulin (competitor infusion device). His blood glucose increased to 528 mg/dl and the mother gave the pt an injection of 17 units of insulin and his blood glucose lowered. On original date, at 6:55 am the pt's blood glucose measured 196 mg/dl and at 8:50 am he began to feel sick and his blood glucose measured 447 mg/dl. The mother gave the pt a 13 unit bolus through the infusion device and at 9:32 am his blood glucose measured 432 mg/dl with ketones of 3.0. The mother gave the pt a 13 unit injection of insulin and at 12:05 pm his blood glucose measured 232 mg/dl. She called the infusion device manufacturer and found that the insulin cartridge was empty except for air and humidity, she did not see insulin leakage in the infusion device. She changed the insulin cartridge but she was not able to reconnect the pt's infusion tubing. She then saw air in the infusion tubing. She believes there was a leak in the infusion tubing that resulted in the pt's elevated blood glucose. Upon follow up two days later, the mother stated that the pt's blood glucose returned to normal after changing the infusion set. Product was replaced and requested to be returned for evaluation.